Manufacturer narrative:
Additional narrative: a product investigation was completed: the complaint condition is confirmed. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. Per the technique guide, the periarticular aiming arm left is part of depuy synthes system and is specifically utilized aid in the insertion of left condylar plates during distal femur fracture procedures. Upon inspection of the device it can be seen that coupling bolt has sheared off from the 8mm pin. The balance of the device is in fair condition. The complaint is confirmed. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision). The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history record review was done for the returned instrument and showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A definitive root cause was unable to be determined however the complaint condition is most often associated excess force being applied to the bolt leading to the breakage. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: february 07, 2008. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a left distal femur open reduction internal fixation (orif) on (B)(6) 2016. During the procedure while the surgeon was using the periarticular aiming arm to tighten the locking nut, the nut broke. All fragment pieces were retrieved. There was another instrument available for the procedure to be completed. No patient harm or surgical delay was reported; the patient status was reported as stable. Concomitant devices reported: plate (part unknown, lot unknown, quantity 1). This is report 1 of 1 for com-(B)(4).